Event description:
It was reported that the catheter broke and the patient was sent to surgery. The target lesion was located in the left anterior descending artery. A 10 mm x 3.00 mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was advanced and inflated just distal to an unknown, previously placed 5yr old stent. After deflation, several attempts were made to remove the device through the stent but were unsuccessful. Subsequently, after continuing to pull, the delivery catheter broke free from the balloon segment inside the lesion. Several attempts to snare the balloon were made but failed. Consequently, the patient was sent for surgery and the device fragment was eventually removed. No further complications were reported and patient was stable post-surgery.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination could not be performed on balloon, markerbands, tip or blades due to the condition of the returned device. A visual and tactile examination found that the hypotube shaft was broken and the manifold/hub section missing (not returned for analysis). Multiple hypotube kinks were also observed along the remaining portion of the shaft. The type of damages noted are consistent with excessive force that could have been applied on the delivery system. A visual examination of the extrusion shaft found that the whole extrusion shaft was detached from the delivery system and damaged the whole length (twisted, stretched and kinked). This type of damage most likely occurred during the several unsuccessful attempts that were made during the procedure to snare the balloon and the extrusion shaft from the patient's body. No issues were identified during the product analysis.

Event description:
It was reported that the catheter broke and the patient was sent to surgery. The target lesion was located in the left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was advanced and inflated just distal to an unknown, previously placed 5yr old stent. After deflation, several attempts were made to remove the device through the stent but were unsuccessful. Subsequently, after continuing to pull, the delivery catheter broke free from the balloon segment inside the lesion. Several attempts to snare the balloon were made but failed. Consequently, the patient was sent for surgery and the device fragment was eventually removed. No further complications were reported and patient was stable post-surgery.